Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a multi level, posterior spinal surgery outside the lumbar region using rhbmp-2/acs on (B)(6) 2011. The patient reportedly sustained unspecified injuries. No further information was provided.

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that in (B)(6) of 2011, the patient experienced intermittent leg and lower back pain and sought treatment with her doctor. During her first visit with the doctor, the patient was told that she suffered from lumbar stenosis. On (B)(6) 2011, the surgeon performed an l4-l5, l5-s1 right side laminectomy and foraminotomy and a right side l5-s1 transforaminal lumbar interbody fusion wherein rhbmp-2/acs was implanted. Five months following surgery, the patient began experiencing leg and back pain more excruciating than her pain prior to undergoing surgery. From (B)(6) of 2012, the patient visited her surgeon for post-operative appointments. The patient expressed that her pain was increasing. On (B)(6) 2012; the patient visited a clinic where her MRI which was ordered after her surgery was checked. The patient was informed that she had broken a screw in the hardware that had been implanted. The patient was further told that she would have to undergo revision surgery to remove the hardware implanted and have new hardware implanted. On (B)(6) 2012, the patient underwent surgery to revise and correct the previous surgery .the patient was in extreme pain following the corrective surgery and continues to experience pain and is being treated for pain management.